Manufacturer narrative:
Service received the device for further eval. Service confirmed the reported event and a replacement device was sent to the customer.

Event description:
The customer contacted verathon inc. Regarding a cobalt video baton cable that is making the viewable image disappear when its moved. Also, the customer indicated that the cable seems to be fraying and needs replacement. The device was returned for further eval. The reported event did not occur during use with a pt.